Event description:
The customer contact reported the central line fiber optics of the catheter "melted." The catheter was being used to deliver an unspecified medication. It was reported that after an unspecified length of time in use, while the pt was in the MRI scanner, the fiber optics became "rippled and bumpy." It was reported that 10 inches of the fiber optics between the opmod connector and the pt were "altered" by the MRI scanner. The fiber optics of the catheter had been reportedly placed next to the pt's head and was in the focal point during the MRI scan. The catheter was not removed from the pt and remained in clinical use. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).